Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented with episodes of rv lead noise. The patients capture thresholds increased, and there is r waves variation. Due to the patient being hospitalized, it is unknown if the capture and sense is out of range due to medication changes and/or electrolyte imbalances. The noise on the discrimination channel was reproducible with isometrics. Programming changes were made. The patient will continue to be monitored.

Event description:
New information received states that during a generator replacement, the rv lead was capped and replaced due to high capture threshold on (B)(6) 2017. X-ray demonstrated poor rv lead position which most likely contributed to the high rv threshold. The patient's condition was fine before and after the procedure.